Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a white screen, which is an indication of a defective lcd. Pictures were taken. A receiver charge and boot was performed and failed. The receiver log was not downloaded for review because there was no communication between pc and receiver via usb connection the receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage. Pictures were taken. Confirmation of the complaint was not determined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.